Manufacturer narrative:
Updated data: b3. Date of event. D. Suspect medical device: expiration date, serial number, and UDI number. H4. Device mfg date. Corrected data: e. Initial reporter facility street address was inadvertently submitted without the street number. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 16 days following the implant of this transcatheter bioprosthetic valve, a permanent pacemaker was implanted due to a severe conduction disturbance.

Manufacturer narrative:
Updated data: b5. A second paragraph was added with confirmation of event date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 16 days following the implant of this transcatheter bioprosthetic valve, a permanent pacemaker was implanted due to a severe conduction disturbance. Additional information was received to report the severe conduction disturbance first presented on the first post-operative day. The specific conduction disturbance was unknown.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 16 days following the implant of this transcatheter bioprosthetic valve, a permanent pacemaker was implanted due to a severe conduction disturbance.